Manufacturer narrative:
(B)(4). No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the rn was changing an infusion set and when the tubing was pulled out from the pump channel it caused three pump modules to malfunction and alarm "channel error" during patient use. The nurse was unable to turn the modules off or restart them. The patient had a heart transplant the night before and was on multiple vasopressors at the time of the event. The nurse obtained assistance and attempted to switch the infusions to other pumps; however, they had to wait for uhs to arrive to deliver additional devices as there were no extra devices in the patient's room. While waiting for the new devices the patient tolerated the stopped infusions for a short period of time; however, "ccm" was paged and by the time they arrived, the patient's systolic blood pressure was in the 50's. Ccm had to draw the medications from the IV bag in order to push the medication to support the patient's blood pressure, which then resulted in the patient becoming hypertensive. No lasting harm was caused to the patient.